Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During the procedure, noise was noted on the right atrial lead that resulted in oversensing, prompting explant and replacement of the lead. The patient was stable throughout.